Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, an attempt was made to deploy a vasoseal es. During deployment slight resistance was felt when the operator attempted to retract the j segment on the locator. Finally the j segment was retracted. When the locator and tissue dilator were, the j segment was missing. The segment was located in the subcutaneous tissue and was successfully retrieved with hemostats. Manual compression was applied to acheive hemostasis. No further complications were reported.